Event description:
Initial rptr claims that while product was still in packaging, the safety cover over the needle separated from the needle leaving the needle exposed in packaging. This initial report was rec'd from the FDA and was assigned report #1018148.

Event description:
The suture was used during an unspecified procedure. Reportedly, the suture did not absorb properly. The hosp has reported no pt injury occurred.